Event description:
It was reported that during a deep anterior resection procedure, the surgeon recognized that by activating the staples, the instrument was too easy to handle. By examining the instrument, no staples have been found. A second instrument was taken and it also functioned too easy. Only one staple was found in the instrument. A third instrument worked with staples in it. No incident, malfunction was mentioned in time. No further info is available. There was no pt consequence. Two devices are being returned.